Manufacturer narrative:
The customer's reported complaint of the autopulse platform (sn (B)(4)) displayed a "system error, out of service, revert to manual CPR" error message was confirmed during archive data review and during functional testing. In addition, the autopulse platform failed with user advisory (ua) 17 (max motor on time exceeded during active operation) error message during further testing, unrelated to the reported complaint. The drive train motor was replaced to remedy both faults. As part of routine service during testing, the platform was examined and unrelated to the reported complaint, damaged front enclosure was observed. The front enclosure needs to be replaced to address the issue. The platform failed the initial functional testing due to a system error 139 (unable to hold compression position) message was observed upon powering up the device. The archive data revealed a system error 139 (unable to hold compression position) message on the reported event date, thus confirming the reported complaint. Following the service repair, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) for 15 minutes without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform sn (B)(4).

Event description:
During a call on (B)(6) male patient, the autopulse platform (sn (B)(4)) displayed "system error, out of service, revert to manual CPR " error message after performing several compressions. The crew immediately performed manual CPR. No known impact or consequence to patient information was provided.